Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient imaging studies have been received and are pending further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of the ovation ix abdominal stent graft system on (B)(6) 2020. It was reported that on (B)(6) 2025, a type ia endoleak and a type ii endoleak (non-device related) were identified. The patient is currently being monitored while an intervention is being discussed with the physician.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ii endoleak is confirmed. The type ia endoleak is confirmed. This is consistent with the reported adverse event/incident. The type ii endoleak is anatomy related. The device, user, procedure or anatomy relatedness of the type ia endoleak complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was not reported; however, the patient is being monitored while potential interventions are being considered. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant test/lab data (rfb) has been updated g3: awareness date has been updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.